Event description:
Reported by allergan sales rep as: "the patient could not tolerate the lap-band system at all and it was explanted 4 days post op." Follow up with the doctor reveals: "the edg and ugi were both negative. The patient had nausea, vomiting, and was hospitalized with intravenous hydration and nausea medication."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 25/nov/08. The product associated with this report has not yet been returned. Based upon the serial number and the implant date provided by the reporter the connector type is assumed to be a taper ii. Per the reporter of the event, the product will not be returned for analysis. Vomit, nausea and intolerance are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." "It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."